Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used an evercross balloon catheter to treat the right common iliac. It is reported that the iliac had some calcification. The balloon burst at 14 atm. The burst is reported to have been longitudinal and no pieces were left in the patient. The physician successfully treated the iliac with a stent. No patient complications were reported.